Event description:
(B)(6) 2017: tevar was performed and the relay plus devices were implanted (2 debranch zone 1). 28-m3 40 145 40 25 90u was positioned at the distal side first and then 28-m3 42 250 42 25 90u was positioned at the proximal side (overlapped). March/2019: CT scanning was performed. Endleak (possibly type 3b) was observed between the second and the third stent rings of the second device." Patient outcome: "currently, the patient has been on a clinical follow-up."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2019-00021. Device 2 is being reported under MDR 2247858-2019-00022. - attachment: [MDR 2247858-2019-00022 - device 2 follow-up evaluation.pdf].

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2019-00021.

Event description:
"(B)(6) 2017: tevar was performed and the relay plus devices were implanted (2 debranch zone 1). 28-m3 40 145 40 25 90u was positioned at the distal side first and then 28-m3 42 250 42 25 90u was positioned at the proximal side (overlapped). (B)(6) 2019: CT scanning was performed. Endleak (possibly type 3b) was observed between the second and the third stent rings of the second device." Patient outcome: "currently, the patient has been on a clinical follow-up."